Event description:
It was reported that the customer had high blood glucose levels and no delivery alarms on the insulin pump. Customer's blood glucose level was 263 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Troubleshooting for high blood glucose levels was performed and customer treated with injections. Customer stated that there was an emergency room visit for their high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 468 mg/dl at the time of the emergency room visit. Customer was unsure of the cause of the high blood glucose levels. Customer was wearing the insulin pump at the time of the emergency room visit. Insulin pump was programmed correctly, but customer could not locate the tubing clamp to complete the high pressure tests. Customer will call back when she receives a tubing lamp. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.